Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2011 - inr = 5.2 and 2.6, on (B)(6) 2011 - inr = 5.0 and 5.9. Pt's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.